Manufacturer narrative:
(B)(4). On an unreported date in the end of (B)(6) 2013, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by dark peritoneal fluid coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with an unspecified antibiotic for peritonitis. On an unreported date, the patient was discharged from the hospital and recovered from the peritonitis. The next month, the patient again experienced bacterial manifested by dark peritoneal fluid. The patient was again hospitalized for the event on the same day. The cause of recurrent peritonitis was unknown. Nine days later, the patient was discharged from the hospital. The patient recovered from the reoccurrence of peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.